Event description:
It was reported that on (B)(6) 2011, at 11:10 am, in the (B)(6) unit, pump was programmed to infuse meropenem (500 mg in saline 50 ml bag) over 30 minutes at a rate of 100 ml/hr with a vtbi of 50 ml. Ten minutes into infusion, the pump alarmed "air-in-line". The nurse checked that the pump read 33 ml remaining to infuse, but the bag was empty. A second rn verified settings. There was no report of any patient injury or medical intervention required.

Manufacturer narrative:
(B)(4). The pump was tested for flow rate accuracy using the actual event parameters (i.e. Dep mode delivery parameters as found in history log 100ml/hr for 50ml) and passed. The pump delivered 51.14 at a rate of 100 ml/hr with a vtbi of 50 ml. An additional flow rate test was performed per the spectrum service manual with the unit passing. The pump delivered 49.94 at a rate of 200 ml/hr with a vtbi of 50 ml. The reported symptom could not be reproduced and the root cause of the event is unknown. A review of the history log does confirm 33.2 ml remaining in the secondary infusion segment, however history log data does not determine where the remaining 33.2 ml of fluid went. One possible cause for the reported symptom is a failed primary line back-check valve which could allow the secondary fluids to migrate from the secondary container into the primary container. The history log data indicates the secondary volume to be infused (vtbi) had 339 ml remaining at the time of discovery. Thirty four ml of fluid mixed in the contents of a larger primary container could go unnoticed by the user. The customer did not respond to our request to retrieve the involved IV set for inspection.